Manufacturer narrative:
It cannot be confirmed at this time if the products implanted were zimmer products. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unk. There is insufficient information to perform a probable cause analysis. Based on the given information, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. (B)(4).

Event description:
It is reported that the pt is presenting with pain.